Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 400 mg/dl at time of incident. Customer current blood glucose was 172 mg/dl. Customer declined for troubleshooting for high blood glucose. It was unknown that auto mode feature was active or not at time of reported high blood glucose. The insulin pump will not be returned for analysis.